Event description:
The adhesive on this pad is very loose. When the team is doing chest compressions on the coding patient, the pads pop off. The team had to stop compressions and re stick the pad onto the patient to analyze the rhythm. We have had 3 instances so far, where the new defibrilator pads come off the patient's chest while we are doing chest compressions. (B)(4).